Event description:
The consumer reported the patient experienced a loss/change of therapy. She was starting to leak a little bit, feeling symptoms of a bladder infection, and issues with retaining beginning several weeks ago ((B)(6) 2016). She tried to use her patient programmer to check the implantable neurostimulator (ins) status, but the batteries were dead so she replaced them. The patient stated the patient programmer worked fine now, but the patient was having a terrible time and was not feeling stimulation. The patient was not sure if she was using the patient programmer correctly as nothing was happening. During the call, the patient could not feel stimulation and the therapy was off. It was reviewed the therapy would need to be on for it to be effective. It was recommended for the patient to turn therapy on. The situation was not resolved. The patient was walked through verifying the ins status. The patient increased to 2.1 and decided it would be best to consult with the healthcare provider (hcp). It was noted the patient was traveling at the time of the call. The patient indicated she was told she was supposed to feel stimulation all the time. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.